Event description:
During a shoulder decompression procedure, the plastic insulation around the tip of the ablator came off. The generator settings were set at 120/50 (coag/cut). It was reported that glycine was used in the shoulder prior to ablation and may not have been flushed before ablation. No injury reported.